Event description:
The user facility reported that during the execution of the thoracic endovascular aortic repair (tevar) procedure, the physician utilized the angio-seal device involved. The doctor observed that after assembling the sheath and locator of the angio-seal, they did not align completely, causing a partial exposure of the side hole of the locator. As a result, after the sheath entered the blood vessel, there was no return of blood. In consideration of patient safety concerns, it was decided to replace the device with manual pressure hemostasis. There was no patient injury or surgical intervention required. The event occurred intra-operative. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 20 jan 2024: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition. No equipment or other devices were used with the device involved.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.